Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a critical battery alarm occurred with the battery. The battery was used starting at 4:40 and properly drained until 11:11 when the capacity was at 24%. At 11:15, the battery capacity abruptly dropped to 0%, and it appears that a second battery was connected during this period. The alarm was deemed appropriate. No patient symptoms or complications were associated with this event. The battery was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: one (1) battery (B)(6) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection. Internal inspection revealed no anomalies. Functional testing revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. Supplemental testing revealed a defective u2 ic chip. Once the chip was replaced with a known good chip, the battery functioned as intended. Log file analysis revealed one (1) critical battery alarm involving (B)(6) logged on (B)(6) 2025 at 11:15:44. The data point prior to the critical battery alarm revealed that the battery was at 24% rsoc. During the critical battery alarm, the battery depleted from 24% rsoc to 0% r soc. Given that the capacity suddenly depleted, this may be indicative of an estimation error. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an estimation error due to a defective u2, which caused the battery¿s capacity to drop below 10% rsoc, triggering critical battery alarms. Based on historical review of similar events, the most likely root cause of the defective u2 has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6) is in scope of fa1265, which was initiated for batteries with electrical faults. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.